Manufacturer narrative:
The device was under evaluation by the manufacturer¿s complaint handling unit as part of the investigation of a separate, non-reportable complaint (B)(4). During this testing, the pump failed the 30 psi occlusion pressure test, alarming at 13.390psi, which is below the specified passing range of 22¿38 psi. The issue was not related to the original complaint allegation and was discovered during internal complaint evaluation. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).

Event description:
During manufacturer testing, the device failed the 30 psi occlusion pressure test, alarming at 13.390 psi, which is below the acceptable range of 22 to 38 psi. The issue was identified during internal testing and was not associated with any patient involvement or clinical use. To correct the failure, the 30 psi occlusion calibration value was adjusted from 333 to 266. Following recalibration, the device passed the 30 psi occlusion pressure test at 23.380 psi, which is within specification.